Manufacturer narrative:
Placeholder.

Manufacturer narrative:
(B)(4). The manufacturing record review showed that all process operations presented in the manufacturing record from generation to boxing were in compliance. All test results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was reported. Manufacturing record of the subassembly for the intraocular lens was reviewed and the haze inspection performed showed that all results were within specifications. No deviations were reported. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
A female patient reported that she is experiencing halos at night and poor vision in low light conditions. The patient has two amo intraocular lenses implanted. The right eye was implanted on (B)(6) 2013 and the left eye on (B)(6) 2012. The patient indicates that her visual outcome is debilitating to her daily activities. In follow up with the patient¿s physician it was learned that the patient has been unhappy with her visual outcome. She has been evaluated by the retinal specialist and the exam was uneventful and both lenses are centered perfectly. This MDR is filed for the lens implanted on (B)(6) 2012.